Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to manufacturer that the vns pt was seen for a follow up appointment and when the vns device was tested, both systems and normal mode diagnostic tests revealed high lead impedance. There was no report of manipulation or trauma that could have contributed to the high lead impedance. X-rays were taken and reviewed by the physician. The physician reported that there were no lead discontinuities observed. The device has been programmed off, and revision surgery is likely.